Event description:
Boston scientific received information that latitude detected a red alert from this system due to low pacing impedance measurements from this right ventricular (rv) lead. Additionally, sensing measurements have decreased from 8.9mv to 1.9mv. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the red alert with the caller and stated they could consider bringing the patient in to measure pacing impedance and consider doing pocket manipulations/isometrics, other troubleshooting. It was reported that this patient is on the heart transplant list and has a left ventricular assisted device (lvad) and is being followed at another hospital. No other adverse events have been reported. This product issue will be updated if additional information is received.